Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed retained/returned testing with returned donor segment. Satisfactory results were observed. Customer's concern was not confirmed.